Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a revision procedure where the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 18518679.